Event description:
It was reported that the customer had an MRI, and the insulin pump is alarming motor error. The blood glucose was 235mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of the motor encoder signal being out of phase. The device had scratched lcd window and cracked battery tube threads.